Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had frequent no delivery alarms during bolus deliveries. Customer did not troubleshoot at the time of the call. The customer's blood glucose was unknown. No additional information provided.